Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a double lumen central line was in place in the right jugular vein. The central line was being used intermittently for hemodialysis. At approximately 2330, the nursing assistant was sitting close observation in room 219 and said that a pop was heard in the direction of the patient. Staff member was sitting in the room with patient and monitoring patient¿s behavior to make sure that the patient did not get out of bed or pulled on lines and kept the patient safe from their behavior, and the other two veterans were present in the room. After hearing the pop, the nursing assistant turned the light on to investigate and found that the patient ¿s double lumen dialysis catheter was partially dislodged. The nursing assistant stated that the patient was holding the dislodged portion by hand. It was mentioned that the patient was asleep and confused and apparently began to tug at the centralhemodialysis line. The patient in confuse state managed to break the top of the line, resulting in two holes over the top with no ap parent cover or tubing. The part that the patient pulled off was not the central line itself. It was a part of the extension tube (arterial-red side) that begins at the central tree, where the line bifurcates into two lumens, and ends at the end cap (luer adapter). The end cap (luer adapter) was the end of the lumen where a IV tubing could be connected for fluid therapy. Since the extension plastic tubing (arterial-red side) was dislodged from the main tree of the catheter, blood was free-flowing directly from the catheter onto the patient and bed since there was no cap or clamp to stop it. The nurse was summoned to come help via the call light system. The two registered nurses arrived to help and eventually the doctor was called as well. The doctor came to the room, and due to the persistence of blood oozing from the line and the fact that the line could not be recapped, the doctor removed the sutures securing the line to the patient¿s neck and pulled/remove the catheter. After the doctor pulled out the catheter line, the doctor held pressure at the insertion site for 15 minutes/pressure dressing was applied. Furthermore, upon close inspection the line could not be capped due to the actual breakage of one complete line (arterial extension tube) and the second small hole at the top of the line, where pressure could not even be applied. There was nothing unusual observed on the device prior to use, no excessive force was used on the device, dialysis solvent was utilized with the device, and it was stated that due to the detachment the site was cleaned. It was stated that the dialysis catheter was not used by the registered nurse. The catheter was not replaced. There was an no significant amount of blood loss (unknown amount). Blood transfusion was not required. There was no further incident after the line was removed. The patient tolerated it well and the patient¿s vital remained stable throughout the incident. There was no reported patient injury.

Manufacturer narrative:
Additional information: g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a cut/hole/disconnection in the extension tube which led to a leak. It was reported that the extension tube detached from the hub/bifurcate and there was a leak on the extension tube at or near the bifurcate/hub. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.